Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an 80-year-old patient was implanted with an impella cp device for mechanical circulatory support. It was reported during impella cp support, the impella cp was found to be too deep in the ventricle with echocardiography. The pump was found under the chordae tendineae against the patient's lateral wall. Due to the concern over how small the ventricle was in size, the team was not comfortable pulling back the pump and decided to discontinue pump support instead.

Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.